Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell phase of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection between the connection point of the supply bag and the supply line of the homechoice cassette that led to this alarm. Renal therapy services (rts) assisted with ending therapy and reviewed proper procedures per the user manual. The patient would start over the therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.